Event description:
A report was received that the patient passed away. The death was believed to be due to a combination of an accident, a heart attack, and the combined use of fentanyl patches together with the spinal cord stimulator.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient passed away. The death was believed to be due to a combination of an accident, a heart attack, and the combined use of fentanyl patches together with the spinal cord stimulator.

Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the patient¿s death.